Manufacturer narrative:
Upon review of additional information, it was found that the ipg was electively explanted and replaced, no allegations against the existing ipg.

Event description:
Upon review, it was found that the ipg was electively explanted and replaced. There are no allegations against the existing ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an ipg replacement took place on (B)(6) 2019. No further details are currently available.